Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to sleep without charging the pump knowing the pump battery was low. Subsequently, the pump shut off during the night. The customer blood glucose (bg) level was 301(mg/dl). The customer delivered a correction bolus to address bg level. During troubleshooting with tandem technical support, review of the pump data confirmed that low power alerts and a low power alarm had occurred and had not been addressed by the user by charging the device. Recommendation was made to the customer to charge pump more frequently